Event description:
Following the implant procedure, it was noted that the device was in backup mode. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The device was received in bvvi mode. Device images indicated that the device triggered bvvi due to an unknown code corruption. Product code was reloaded to recover the device from bvvi mode and to perform further testing. Vibration test, temperature cycle, output, and ate tests were performed with normal results. Despite extensive testing and device monitoring, the backup condition could not be reproduced. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The reported event of an unknown backup was confirmed.